Manufacturer narrative:
Initial reporter phone: (B)(6). Event date approximated since unknown.

Event description:
It was reported thrombus on the closure device was discovered. A left atrial appendage (laa) closure procedure was performed. A watchman flx laa closure device was successfully implanted. During the follow up appointment, a thrombus was noted on the closure device. Bsc is attempting to obtain additional information and will update once this information is received.

Manufacturer narrative:
Initial reporter phone:(B)(6). Event date corrected from (B)(6)2019 to(B)(6)2019.

Event description:
It was reported thrombus on the closure device was discovered. A left atrial appendage (laa) closure procedure was performed. A watchman flx laa closure device was successfully implanted. During the follow up appointment, a thrombus was noted on the closure device. Bsc is attempting to obtain additional information and will update once this information is received. It was further reported the device compression was approximately 15%. There was no change in the seal of the device and no leak noted. Following the implant of the closure device, the patient was on aspirin 100mg daily. The thrombus was mobile and biased toward the limbus. The patient had an intracranial thalamic hemorrhage (their international normalized ratio (inr) was 1.87 at the time) and it was probably of hypertensive origin. The patient was put on apixaban 2.5mg every 12 hours. A follow up echocardiogram will be scheduled in the future.